Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not work, and the problem was related to the humidity created inside the tube connected between the solenoid valve and the motherboard. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device had internal failure as mother board was burned out. Further, device had irrigation flow issue. The complete system was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The burned mother board would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/28/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the device did not work. According to the report, the problem was related to the humidity created inside the tube connected between the solenoid valve and the motherboard. During in-house engineering evaluation, it was determined that the device had irrigation flow issue. There were no adverse patient consequences reported. No additional information was provided.